Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dust, dirt, or foreign matter attached to the electrical contacts of the scope connector, or insufficient connection, which temporarily affected the electrical connection with the system. Accumulation of electrical load (stress) due to current passing through the image sensor mounted in the image sensor unit built into the tip of the scope and the electrical board inside the scope connector (including the electrical components mounted on the electrical board), accidental application of static electricity, or overcurrent caused by connecting/disconnecting while the system was on, which has negative effect on the image signal output, making the image signal output unstable and temporarily causing poor electrical connection with the system. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: "ltf-s300-10-3d operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex 3d deflectable videoscope image turned red and then returned back to onrmal. The video image turned red during a therpaeutic laparoscopic low anterior resection procedure. The procedure was completed with the same device. There were no reports of patient harm.